Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an alarm message ¿gas loss in iab circuit¿ that continued to repeat every 2 hours. Subsequently, the nurse heard a ¿beep¿ sound and the screen went blank. The power cable was connected to the main ac (ups), and the power button was pressed to turn the iabp on and the nurse saw the cardiosave bootup screen. However, the nurse replaced the cardiosave with a cs300, and the cs300 started to provide treatment to patient and therapy was continued uninterrupted. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the alleged malfunction. The fse determined that there was a communication error between the main console and the display head which caused the system display to go blank and generate the alarm tone. Cleaning the contacts with the flux remover solved the problem. The iabp booted up properly and the display screen worked ok. The fse performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an alarm message ¿gas loss in iab circuit¿ that continued to repeat every 2 hours. Subsequently, the nurse heard a ¿beep¿ sound and the screen went blank. The power cable was connected to the main ac (ups), and the power button was pressed to turn the iabp on and the nurse saw the cardiosave bootup screen. However, the nurse replaced the cardiosave with a cs300, and the cs300 started to provide treatment to patient and therapy was continued uninterrupted. No adverse event was reported.